Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: details of complaint (reported issue): during the treatment, air bubbles were observed in the line and were not able to be cleared. A delay in treatment was reported. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One used contaminated sample in open packaging was provided for investigation. Upon evaluation of the unit, decontamination was performed with a bleach solution and filled with water. Leakage or air ingress was not observed. The set was loaded into the pump with the service key installed. The sensor output of the water-filled line was 1571 millivolts. The segment of tubing which contacts the air sensor was removed from the set for hand-carry return to the allentown, pa complaint investigation team for evaluation of tubing diameters to verify conformance to specification. Data collected during the on-site evaluation did not support the conclusion that the reported event originated from a manufacturing defect present in the pump administration set. A measurement of the outer diameter of the pump segment tubing was taken and found to be within specification. The reported issue was not confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.